Event description:
It was reported that the patient presented to the hospital 2 days post implant due to thoracic pain. The lead had perforated through the apex and was repositioned. On (B)(6) 2012 the patient experienced thoracic pain again and presented to the emergency room. The lead had perforated through the septum into the left ventricle as shown on the electrocardiograph. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.